Event description:
The customer reported system is locking up between cases. They attempted to warm system up, but only x-ray on light came on. Also no image was on the monitor.

Manufacturer narrative:
The ge service rep re-seated all fuses and cables on power signal pcb. Tested system. System is operating as intended.